Event description:
The pt underwent the (pta) percutaneous transluminal angioplasty after being diagnosed with no pulse on the left foot and left iliac stenosis. The target site was the left common iliac that had mild calcification, possible thrombus present, stenosis present at the aorta- iliac bifurcation. The complaint product is a palmaz genesis transhepatic biliary stent, lot# [r0708114]. The product was stored per (IFU) instruction for use guidelines. The stent delivery system appeared "normal" when removed from the packaging, and it was inspected before use (flushed). The user was trained. No guide catheter was used, just a 7french sheath. The stent delivery system behaved normally as it passed through and towards the lesion. There was no resistance met during the advancement of the stent delivery system prior to the stent dislodging. During advancement, the stent passed the aorta-iliac bifurcation at the site of the stenosis. Then, the physician decide to take the stent completely out of the pt to do one more run to confirm proper placement/landing zone for the stent. Began to use fluoroscopy to place pigtail catheter in the pt to complete the angiogram and saw that the stent had come off inside the pt.

Manufacturer narrative:
The stent was stuck right on top of the aorta-iliac bifurcation (kinked right over top of bifurcation). No attempt was made to withdraw the delivery system back into the guiding catheter, because no guide catheter was utilized. However, the physician indicated that he felt that the stent must have come off at the aorta- iliac bifurcation when it was being withdrawn. An 8french sheath was inserted to retrieve the stent after it had come off the balloon, and the stent was retrieved/ snared from inside the pt. The retrieval procedure took 2 hrs extra time (to snare and re-prepare to treat the lesion), however, after removal, the stent was damaged. Ultimately the target lesion was treated with a new stent. The pt was fine and sent home post procedure without issues, and in good condition. Additional info will be submitted within 30 days of receipt.